Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter was defective because patient was waking up wet. It was stated that the patient could not afford to get wet because of wound they had before. It was noted that the patient had been using the product for more than 90 days. Per follow up on 12jan2022, it was reported that the patient had two foley catheters that would leak for an unknown reason. Stated that the customer was concerned with patient being wet from the catheters due to previous wounds that have healed being irritated again from the wetness. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the foley catheter was defective because patient was waking up wet. It was stated that the patient could not afford to get wet because of wound they had before. It was noted that the patient had been using the product for more than 90 days. Per follow up on 12jan2022, it was reported that the patient had two foley catheters that would leak for an unknown reason. Stated that the customer was concerned with patient being wet from the catheters due to previous wounds that have healed being irritated again from the wetness. No medical intervention was reported.